Manufacturer narrative:
(B)(4): evaluation revealed that the ok symbol was worn and the rubber keypad was intact. All of the buttons responded appropriately. There was evidence of keypad contamination found under the key contacts.

Event description:
On (B)(6) 2012, the patient contacted animas stating that for 3 months the ok keypad button was intermittently responsive and required multiple button presses to elicit a response. It was noted that the ok keypad button symbol was partially worn off. The patient denied exposing the pump to moisture or that there was damage to the pump. The patient reportedly wore the pump underneath clothing and did not clean the pump. There was no patient impact associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.